Event description:
Reporter indicated that during a generator re-implant, diagnostic testing resulted in output status limit, lead impedance high with a dc-dc 7 code indicating a possible lead malfunction. The reporter further indicated that the high impedance was also observed prior to the re-implant, which prompted the surgery; the physician thought the device was at end of service due to the high impedance. A new generator was opened during the surgery prior to determining there was a possible lead problem. It was decided that a re-implant would not be done due to the patent's lack of efficacy with the vns therapy. The lead was not explanted. Review of manufacturing records for both the pusle generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the potential lead malfunction is unknown. This event is currently under investigation.